Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states that the patient tested 2.9 inr and 2.5 inr on the coagucheck test system, while a comparison lab returned as 4.3 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacment was sent. Coagucheck test system: meter, strip lot 425a-a7, exp 4/30/08, cat/3116247.